Event description:
It was reported that a balloon rupture occurred. A 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was selected for the index gi tube placement procedure. During the procedure, the balloon ruptured. The balloon was able to be removed successfully from the patient, and a new balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Product code- lit, dqy.